Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, migrated to heart and struts perforated into organs. The device was removed. The patient reportedly experienced chest pain and trouble breathing; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. There was no device deficiencies were identified within the medical records. Therefore, the investigation is inconclusive for filter migration, detachment and perforation of the ivc wall as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, migrated to heart and struts perforated into organs. The device was removed. The patient reportedly experienced chest pain and trouble breathing; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned. Medical records were provided reviewed. Next day of filter deployment, a computed tomography (CT) abdomen and pelvis was revealed the filling defects were most consistent with clot and thrombus. There was a filter seen just superior to filling defect and clot within the inferior vena cava just at the level of the left renal vein. There was a small filling defect as well seen within the distal aspect of the left renal vein concerning for a thrombus. On an unknown the inferior vena cava filter found to have fractured and malpositioned, with a filter arm in the left pulmonary artery and the filter tip embedded at a juxta renal level. Approximately two years eight months of post-deployment, inferior vena cava filter retrieval was scheduled. Using forceps technique, the tip of the filter was carefully dissected free from its wall impaction. The filter was removed, inspected, and found to be removed in its entirety with the exception of the three fragments already known. Using a snare one of the two remaining fragments in the inferior vena cava was captured and removed. The snare was unsuccessful in removing the last fragment and forceps technique was used to remove this last fragment. Gross examination was performed and specimen 1 was designated inferior vena cava filter consisted of 4.7 cm in height and 0.2 cm upto 4.0 cm in diameter. The filter had nine attached arms and legs and was received with three unattached arms and legs. Therefore, the investigation is confirmed for filter limb detachment and filter malposition. However, the investigation is inconclusive for perforation of the inferior vena cava (ivc). However, the investigation is unconfirmed for filter migration as the medical record states the filter was retrieved from the inferior vena cava (ivc) and the filter did not migrate to heart. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2012).

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records have been completed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, migrated to heart and struts perforated into organs. The device was removed. The patient reportedly experienced chest pain and trouble while breathing; however, the current status of the patient is unknown.